Event description:
The patient reported pain at the ipg site which was affecting her ability to walk. Patient has been referred to pain management physician for treatment.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.